Event description:
A fail code 540. There have been no reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 570 was confirmed. A corrective and preventative action has been initiated.